Event description:
Info was received that reported a pt was hospitalized in 2006, with hyperglycemia. The reporter stated that one day before, she awoke felling ill with a blood glucose of 74. At 1145 she was feeling worse and her blood glucose was 108, at 1715 her blood glucose was up to 346 and at bedtime it was 400. At 0200 the following day, she awoke to as the pump was alarming she changed her cartridge and set. At 0600 her blood glucose was 411 and she was still very ill. At 0900 she went to the hospital where upon admit her blood glucose was 487. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.